Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. 3 events had patient involvement: no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 4 previously reported events are included in this follow-up record. Product return status: 3 devices were not available for evaluation. 1 device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes 5 malfunction events in which the device or cutting accessory fractured. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 device investigation types have not yet been determined. Additional information: 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 5 events were previously reported during the reporting period: however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2024-01154. 4 previously reported events are included in this follow-up record. Product return status: 4 device investigation types have not yet been determined. Additional information: 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. 4 events had patient involvement: no patient impact.